Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl, with moderate ketones. Cause was unknown. Customer address elevated bg by delivering a bolus via the pump and administering manual injections. Pump system check was performed with tandem technical support and no issues were identified. During call with tandem technical support, customer¿s blood glucose ranged from 482-554 mg/dl. Customer administered a manual injection with assistance from spouse. Tandem technical support followed up with customer 30 minutes later. Customer had changed pump supplies and resumed insulin delivery. Customer¿s bg was >600 mg/dl. Healthcare provider (hcp) had recommended customer go to the emergency room; customer declined. Hcp recommended using lantus and disconnecting from pump. Follow up with customer on (B)(6) 2020: customer reported bg had normalized after using pump. Reportedly, customer¿s neurologist had prescribed primidone which customer suspects was the cause for elevated bg.